Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. A 'cassette not attached properly' high alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a latch lock alarm. The event occurred before infusion. There was no patient involvement.